Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were s upposed to be getting a MRI of their neck next week, but the MRI facility said they needed to put the device into MRI mode beforehand. Patient then said they hadn't been using the stimulator for the past couple years because the anchors all moved and it had been too much of a hassle to deal with the va to get them to move it or remove it. Patient said they just wanted to get the device removed because this was the second time the anchors had fallen out. When asked event date of the anchors moving, patient said they think in 2021. Agent reviewed charging implant again to access MRI mode, or reviewed possibility of doctor filling out MRI eligibility form. Agent documented information given during the call. [See (B)(4) for related event].

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID unknown lot# unknown serial# unknown implanted: explanted: product type: anchor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.